Event description:
It was reported the patient experienced discomfort at the ipg pocket site due to weight loss. Surgical intervention took place wherein the ipg was explanted, replaced and repositioned. Ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.